Event description:
It was reported that after a surgery the patient did not wake up enough for the facility to send her home. The patient required hospitalization and stayed the night at the facility. The surgery was for a battery change and an attempted lead addition to increase coverage was also performed, but it was not successful. The implantable neurostimulator (ins) was functioning fine. Tests were being performed to find out why the patient was so lethargic. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information indicated that the patient had been released. The patient was doing well and had made a full recovery from the surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 389033, lot# j0333671v, implanted: 2003-(B)(6), product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, product ID 3708220, serial# (B)(4), implanted: 2012-(B)(6), product type extension; product ID 3487a-33, lot# j0526965v, implanted: 2005-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
Product ID, 7427 lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: 2012 (B)(6), product type implantable neurostimulator product ID, 389033 lot# j0333671v, implanted: 2003 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient product ID, 3708220 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3487a-33 lot# j0526965v, implanted: 2005 (B)(6), product type lead